Event description:
On (B)(6) 2015, a 25 mm trifecta valve was implanted. On (B)(6) 2018, significant aortic insufficiency was noted. The valve was explanted and replaced with a 29 mm edwards magna valve. Upon explant there was no visible issue noted with the trifecta valve. The patient is reported to be recovering.

Manufacturer narrative:
An event of aortic insufficiency was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined; however, when the valve was explanted there was no visible issue noted. Information from field indicated that the 25mm valve was replaced with a 29mm valve.

Event description:
On (B)(6) 2015, a 25 mm trifecta valve was implanted. On (B)(6) 2018, significant aortic insufficiency was noted. The valve was explanted and replaced with a 29 mm edwards magna valve. Upon explant there was no visible issue noted with the trifecta valve. The patient is reported to be recovering. Per report, patient history conditions include sepsis, systemic inflammatory response syndrome. Additional information was requested, but not available.